Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted for a non-related issue. When the patient was hooked up to the system monitor, the display showed flow of 4.1 litter per minute (lpm) along with pump off and low flow. It was confirmed that the pump was running with pump running symbol and listening to the patient's chest. System controller was showing no active alarms. The patient was placed back on batteries. The system monitor was power cycled. When it turned back on, the patient was hooked back up to the power module and the system monitor. The alarms had cleared. The event log captured mainly routine events. The log noted a couple low flow events on 02may2024 and 03may2024.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of the system monito displaying incorrect data was confirmed via analysis of the submitted photo. Visual inspection of the submitted photo revealed that pump off and low flow alarms were displayed on the system monitor screen despite the pump actively operating. A log file was submitted for review, and data from the reported event date of 06may2024 was reviewed. The data in the log file did not indicate any issues with the system monitor, and no atypical alarms were observed. The pump maintained a speed within the low speed limit without issue throughout the time span. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The root cause of the reported event could not be conclusively determined through this analysis. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08may2024 the serial number of the heartmate system monitor was not reported with the event. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿). Per this section, if the system monitor does not function properly, contact the company's technical service department. Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU (rev. B). The IFU also instructs users to never expose their power module and other external equipment, including the system monitor, to liquids, as liquid may enter the units and damage them. Per the power module IFU (section 9.0 ¿routine maintenance¿), users are instructed to regularly inspect the equipment for damage, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department (rev. B). The heartmate 3 patient handbook (rev. D) and the heartmate 3 instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.